Manufacturer narrative:
H10: per additional information from the customer, the device was decontaminated before it was returned to olympus, and it was reprocessed by IFU (instructions for use). Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle, c-cover, auxiliary channel, and air/water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material exiting from the air/water nozzle due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process , switch cover, air/water cylinder, suction cylinder grip, right/light knob, up/down knob, switch box , control unit light guide connector and light guide lens had discoloration, indication on flexibility adjustment ring was unclear, due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of air/water tube, water supply volume does not meet the standard value, air/water tube, jet tube, and cover had foreign objects, the nozzle was clogged, objective lens scratch, adhesive on the bending section cover had wear, due to deformation of bending tube, connection between bending section and connecting tube was not secured. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.